Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 18jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective battery, power supply, and power management printed circuit board assembly to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the unit would not power on. Reportedly, the unit would hold power for a few seconds and shut back down. The battery was charged for a sufficient amount of time but the unit would still not power on. It was reported that the unit is a couple of weeks old and shut off while in use on a patient. The unit will not come on; however, the unit tries to keep rebooting. There was no harm to the patient or the user. The event date was not specified; estimate used.